Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that during a surgery, the endotracheal emg tube had gotten a hole in it and had to be replaced. Follow-up information indicates that there was no patient injury. However, the tube was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.